Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported that the tego¿s outer membrane is tearing during routine hemodialysis usage. There are zero reports of adverse events or injury. The tego is replaced without incident. But it is becoming a bit of a nuisance for the client to stop treatment and start over with installation of new tegos. The reporter stated they have 7 documented defective samples from haut-richelieu. The lots were pulled that they had in circulation and would prefer not to use them due to the high number of issues from this lot. There was patient involvement and no adverse events or injury/property damage reported. This report captures all 7 defective samples.

Manufacturer narrative:
Three used. List #d1000, tego¿ were returned for evaluation. As received the top of seal off the three samples was observed to be torn, and a damage on one of the luer tego's post was observed, in sample #2 a blood residual outside the yellow body was observed. No mating device was returned. Complaint of membranes tearing can be confirmed. The probable cause is typical due to overtighten. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. A device lot review for lot 13792328 was performed and no relevant discrepancy, anomalies or nonconformance were found that might be related with the condition reported in this complaint. Device returned to manufacturer on 5/29/2024.